Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was high threshold and a decrease in the sensed r-waves, and that there appeared to be a microdislodgement due to inadequate slack. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.